Event description:
The account alleged the side rail would not go up. No pt impact.

Manufacturer narrative:
The technician found the side rail mounting bracket was bent and obstructing the hook. The side rail mounting bracket was adjusted by the technician to resolve the issue.